Event description:
It was reported that following the implantation of an elevate anterior pc, the patient experienced mild de-novo stress urinary incontinence with losing urine while coughing, sneezing, and laughing. It was also reported that the patient "does not feel very disturbed by that". The patient had a tvt sling implanted on (B)(6) 2015. The event was considered resolved on (B)(6) 2015. There were no further patient complications reported in relation to this event.